Manufacturer narrative:
Please note that the event occured in 2011, however, the actual date is unknown. Also note that the device was implanted in 2003, however, the actual date is unknown. The catalog and lot numbers for the actual products used in the procedure are unknown. A patient called requesting medical information and reported an adverse event. The patient had a cypher stent implanted in the left anterior descending artery in u/u/2003. On u/u/ 2011, the patient experienced an unknown event which resulted in the placement of an unspecified coronary artery stent also in the lad. In u/u/2006, the patient also developed a large wound on the lower right leg, from unknown reasons. The patient's medical history is significant for coronary artery disease, rheumatoid arthritis, fibromyalgia, osteoporosis and pulmonary hypertension. It is unknown what if any medications the patient is on. Multiple attempts to gather more information have gone unanswered. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The patient had a cypher stent implanted in the left anterior descending artery in 2003, for an unknown reason. Approximately three years later, the patient developed a "large wound" in her right lower leg, from unknown reasons. The event was ongoing. Approximately eight years post index procedure, the patient experienced an unknown event which resulted in the placement of an unspecified cardiac stent, also in left anterior artery. It was unknown if the patient was hospitalized. No further information obtained